Manufacturer narrative:
An event regarding a sharp edge in gmrs proximal tibia suture hole involving a gmrs proximal tibial standard was reported. The event was confirmed through inspection of product in wip (work in progress). Method and results: device evaluation and results: product in wip was inspected for this issue and it was identified that these products also had the same sharp edges on the m/l (medial/lateral) suture holes. Medical records received and evaluation: not performed as no medical records were provided. No adverse consequences to the patient were reported. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: chr review confirmed no other similar event for the reported lot. Conclusions: the investigation concluded that the reported event of the edge of the suture holes being too sharp was confirmed through inspection of product in wip. Nc was issued to investigated this issue further. No further investigation for this event is possible at this time.

Event description:
It was reported that, during a surgery of a gmrs, when a surgeon was suturing a patella tendon onto the front of the gmrs proximal tibial std component with a uhmwpe suture, the suture was broken on the edge of the hole for suturing of the tibial component. Another hole was used to suture them and it was used without further problems. The surgeon thought that the edge of hole was too sharp.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that, during a surgery of a gmrs, when a surgeon was suturing a patella tendon onto the front of the gmrs proximal tibial std component with a uhmwpe suture, the suture was broken on the edge of the hole for suturing of the tibial component. Another hole was used to suture them and it was used without further problems. The surgeon thought that the edge of hole was too sharp.